Event description:
Customer was receiving a result of "hi" and other high results. The customer was dosing insulin based on the results. Paramedics were called because the customer was feeling shaky. The customer ate candy and sat down to watch tv, the customer fell down. When paramedics arrived customer was given an IV. Customer declined transportation to the hospital. Customer using expired glucose strips. No controls in use. A request was made for return product and replacement product was sent.